Event description:
The date of the event was not provided by the user facility. During an lavh procedure (laparoscopic assisted vaginal hysterectomy) using an electrosurgical generator, the surgeon indicated that there were three small burns on the pt's upper left thigh and the lower abdomen. A grounding pad (return electrode) was placed on the right side. There were no chemicals (alcohols, flammable liquids) involved. The pt is fine.